Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms due to no interaction with the pump for an extended period of time. Reportedly, the customer ignored the alarms. The customer's blood glucose level was impacted. During troubleshooting with tandem technical support, the auto-off safety feature was explained to the contact.